Event description:
It was reported that alerts were generated for anti tachycardia pacing (atp) therapy delivered and ventricular shock therapy delivered to convert an arrhythmia. Episode review noted therapy was inappropriate due to conducted atrial arrhythmia. It was detected in the ventricular tachycardia (vt) zone at a rate of 190-195 bpm. The electrogram from the stored event showed 1:1conduction with the rhythm slowing out of the vt zone after the first burst of atp. The alert details were communicated to the patient's following physician. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.